Event description:
It was reported that the patient received inappropriate shock due to noise. The lead was explanted.

Manufacturer narrative:
Analysis found the area under the rv shock coil was extensively abraded. Both the insulation of the tubing and the insulation of the sensing cable were damaged giving metal to metal contact. This could give artifact sensing and inadequate shocks. The abrasion most likely occurred due to a bent position.